Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump. The patient rep stated the patient's pump was 'not working'. Patient clarified they left the handset at home last night, and when they went to use it this morning, it had 'just a little lightning streak' and would not turn on. The patient rep stated when they put it back on the charger, it was at 100%, but it would not work, in reference to not powering on. The patient rep stated patient had not had a bolus since 5am this morning due to this issue, but patient stated it was actually last night that the issue started. Agent assisted the patient rep and patient in powering on the handset via a power on restart and connecting to the pump. While connecting, patient stated 'it takes a minute, it always does,' in reference to a telemetry delay. The patient rep stated the percentage hung at 90% and 'it took awhile.' When agent inquired event date, patient stated 'it always happens that way, ever since I've had it.' The patient rep confirmed the patient was able to get a bolus successfully. Prior to clearing data, patient's data was 6.19 mb. The troubleshooting steps that were taken on the call resolved the issue. When agent inquired about pump implant date, the patient rep stated 'I think it's probably been about a year now, close to it'.